Event description:
Initial information was received from a lawyer via sanofi-aventis legal department on 08-jun-2010 and by (B)(6) on 09-jun-2010: an attorney reported that his office has been retained by a female client to pursue a claim for personal injuries (nos) arising out of and as a result of an incident which occurred on (B)(6) 2009 while using poly-l-lactic acid (sculptra) - therapy date, dosage and indication not provided. No further medical information was reported. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6) 2010: a female received poly-l-lactic acid (sculptra) and experienced personal injuries (nos). Due to minimum available information no complete medical assessment can be done.